Event description:
A report was received that the patient was no longer able to charge. X-ray showed ipg tilted a little bit deeper. The patient underwent a revision procedure. No device malfunction suspected. The patient was doing well postoperatively.